Manufacturer narrative:
The reported device was received for evaluation. A visual inspection found a discolored cable. A functional evaluation revealed a noise motor. Further evaluation revealed a corroded gearbox. No overheating was noted. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a mechanical component failure. Factors that could have contributed to the failure include gearbox corrosion caused by cleaning and sterilization methods and the chemicals involved. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during inspection, the motor drive unit was generating more heat in the handpiece body. No delay was reported. There was no patient involvement.